Manufacturer narrative:
H6: investigation summary: our quality engineer inspected the 2 images submitted for evaluation. The reported issue of catheter kink/bent was confirmed upon inspection of the images since one sample was observed to be bent upon evaluation of the images. However, bd cannot confirm the cause of the failure to our manufacturing process since no sample was returned for evaluation. The reported issue of phlebitis was not confirmed since no sample was returned for evaluation. DHR reviewed was performed on batch #2276412.

Event description:
It was reported that the patient developed phlebitis when the bd neoflon¿ pro IV catheter was used on the. No further information was provided. The following information was provided by the initial reporter: "there are 3 cases that reported of neoflon pro. Two cases where the cannula was kinking when nurses inserted their patients, one case was phlebitis and have to be removed. They only mentioned that off the IV catheter to prevent further phlebitis complications. No other intervention specifically to the case. Patient was continue the treatment by changing to the other new insertion site."

Manufacturer narrative:
H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the patient developed phlebitis when the bd neoflon¿ pro IV catheter was used on the. No further information was provided. The following information was provided by the initial reporter: "there are 3 cases that reported of neoflon pro. Two cases where the cannula was kinking when nurses inserted their patients, one case was phlebitis and have to be removed... They only mentioned that off the IV catheter to prevent further phlebitis complications. No other intervention specifically to the case. Patient was continue the treatment by changing to the other new insertion site. "